Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh and repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui urethrocele, posterior paravaginal effect with rectocele. The patient underwent hysterectomy in (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that patient underwent interstim neurostimulator implant, chronic lead placement, and complex programming in (B)(6) 2014 due to urge incontinence and overactive bladder. It was reported that patient underwent wide local excision of the right vulva on (B)(6) 2015 due to vulvar intraepithelial neoplasm. (B)(4).

Manufacturer narrative:
It was reported that patient underwent cystoscopy and periurethral contigen injection on (B)(6) 2008 due to intrinsic sphincter dysfunction. It was reported that patient underwent periurethral contigen injection on (B)(6) 2006 due to intrinsic sphincter dysfunction.